Event description:
During surgery, a guide wire was inserted and drilling was carried out successfully. After removing the drill, the surgeon found that the guide wire was broken and the broken portion of the guide wire was in the patient's body. The surgeon was not able to remove the broken portion of the guide wire so it was left in the patient's body. The rest of the surgery was carried out successfully.

Manufacturer narrative:
A visual examination was performed both with the naked eye and with magnification. The wire is slightly bent, about 1" of the wire is broken off and missing, and the broken end of the wire is badly damaged. An oblique fracture pattern was found at the broken end of the guide wire, indicating a side loading/bending force was applied to the wire. No definitive root cause can be assigned with additional information. Conclusion - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this guide wire break.